Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. Please see updates to d9, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material found in the device was hemospray by cook. It¿s likely the customer deviated from the instructions, as hemospray was adhered to the suction cylinder and the user performed suctioning. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿operation manual chapter 3 preparation and inspection states detection method. <hemospray endoscopic hemostat> - hemospray should not be adhered to biopsy channel for it is supposed to be sprayed after a catheter is inserted to the channel. - forbids to suction hemospray in order to prevent a scope from channel clogging. - no description on how to clean a scope in case hemospray adhere to biopsy channel of the scope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was hemospray clogging the biopsy channel and suction cylinder. As a result of this clog, the forceps and brush could not pass through the biopsy channel. Additionally, the suction flow could not be tested due to this clog. This finding was due to incorrect or insufficient reprocessing of the scope. It was also observed that the plastic distal end cover had deep dents and scratches. It was observed that the objective lens and light guide lens had a tiny chip, that did not affect the image. It was also observed that the glue of the bending section cover had a crack. Lastly, it was observed that the scope connector had minor dents and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope was clogged with hemospray. The reported issue was discovered during reprocessing, post procedure, in which the spray was used. The scope was removed from service upon discovery of this issue. There was no patient/user harm or injury reported due to the event.